Event description:
A report was received that the patient underwent an explant procedure due to being allergic to titanium. No further information will be provided to bsn.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.